Event description:
Ous MDR - boston scientific received info that during an implant procedure, this right ventricular (rv) lead exhibited high thresholds. A rv lead dislodgement was suspected. The physician rechecked all lead measurements and after review of a fluoroscopy, a lead dislodgement was confirmed. The pocket was reopened and the rv lead was successfully repositioned. The lead remains in svc and all other measurements are within range. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Ous: the device was not returned for analysis. The analysis is, therefore, based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.